Event description:
Asr revision, right, asr xl, reason(s) for revision: unknown.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Right. Asr xl. Reason(s) for revision: unknown. Update : further product (sleeve) added as per update email received 26 oct 2012. Update - added reason for revision taken from claimsuite dated 23rd april 2013. Reason(s) for revision: alval / soft tissue reaction. Update - marked as legal. From (B)(6) spreadsheet dated 30th may 2014. I requested patient demographics from file handler on 12 june 2014. However as patients are anonymous in (B)(6) she was unable to provide the requested details. She did however pass on the clinical correspondence which includes radiology reports.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.